Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 341 which was not reproduced. System error 341 was confirmed through a review of the event history log. Evaluation found the device to operate as designed. No further corrective action is required.

Event description:
It was reported that a spectrum pump displayed system error 341. It was also reported there was no patient injury.